Event description:
Cracked canister found and not used. Found while reviewing inventory. Product thrown away by penumbra sales representative.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009.